Event description:
A patient was undergoing a thrombolysis of a left lower extremity bypass graft. The patient was brought into the angio suite to remove an anset sheath which was stuck in the left iliac graft. While attempting to remove the sheath it broke. About 3 inches of the sheath remained in the patients iliac artery. While removing the sheath from the right groin, the wire which was caught on the sheath began to unravel. The patient required an additional groin puncture to the left side to snare the broken catheter out. The broken piece was successfully removed. The patient then had both groins (pressure) manually held.